Manufacturer narrative:
The device has been returned. Analysis of the device is anticipated and a supplemental will be submitted upon completion. Mdrs related to this report: 2029214-2016-01128, 2029214-2016-01129.

Event description:
Medtronic received information that during treatment of an aneurysm, two pipeline devices would not open distally. It was reported that first pipeline (ped-500-25) did not open distally and was resheathed several times, however the device would not open. The pipeline was deployed less than 50 percent when it failed to open. The pipeline was resheathed and removed from the patient. A new pipeline device (ped-500-25) was attempted and was attempted to be delivered using the same technique; however the same problem was encountered, as the device did not open distally. The pipeline was resheathed and removed from the patient. A new pipeline device was used and deployed without issue. No patient injury. The aneurysm size was small. The max diameter was 2.5 mm and the neck diameter was 3 mm. The distal landing zone was 3.5 mm and the proximal was 5.2 mm. The patient had moderate vessel tortuosity.

Manufacturer narrative:
The pipeline flex pushwire was returned within the microcatheter. For further examination, the pipeline flex pushwire was pushed out of the microcatheter with no issues. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open, with one end having severe fraying, and the middle section and other end having no damages. The dps sleeves were observed to be torn. The distal hypotube was observed to be stretched with the ptfe shrink tubing still intact. The pushwire was observed bent. No other anomalies were observed. Based on the analysis findings and the reported event details, the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experience. It is possible that the ¿damaged braid¿ and the patient¿s moderate vessel tortuosity may have contributed to the reported issue. The damage to the pipeline braid is possibly due to the physician resheathing the device more than the 2 recommended times. In addition, damage was observed on the dps sleeves (torn), the hypotube (stretching), and pushwire (bending/ kinking); it appears that excessive force was used such as pushing and pulling. Per the pipeline flex instructions for use (IFU): the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. If high force or excessive friction is encountered, discontinue delivery of the device and identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.